Manufacturer narrative:
(B)(4). Result: jaws. Conclusion: the er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, one clip was ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device initially and the clip did not cinch. She removed the device, re-inserted and the second and third firing misfired and she had to remove them. The surgeon re-inserted the device after the third firing and squeezed the trigger and held it for a few seconds. Then the clip fired successfully. There were no adverse consequences for the patient.